Manufacturer narrative:
(B)(4): analysis: device analysis is pending. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the limited info available at this time, no conclusion can be drawn at this time. A supplemental report will be submitted when device analysis is complete.

Event description:
Medtronic received info that after 27 minutes of extracorporeal circulation for a coronary artery bypass graft case, dark blood was observed in the arterial and venous lines. As a result, the oxygenator was replaced, which took approximately 8 minutes. In addition, ice was placed on the pt's head to assist in keeping them cool. It was reported that the pt suffered from a cerebral ischemic stroke.